Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that viking m had sling bar adapter broken resulting in patient fall. The process step during which this occurred was unknown. It was reported that there was not a patient/user injury or medical intervention with this event.